Event description:
During an in clinic follow up, high pacing impedance and an increased capture threshold were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.